Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('my doctor said same thing it would help my periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal distension ("bloating bad"). The patient was treated with surgery (she had undergone burning of the lining of uterus (ablation) in 2012). At the time of the report, the menstrual disorder, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and menstrual disorder to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: menstrual disorder, abdominal pain lower and abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('my doctor said same thing it would help my periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal distension ("bloating bad"). The patient was treated with surgery (she had undergone burning of the lining of uterus (ablation) in 2012). At the time of the report, the menstrual disorder, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and menstrual disorder to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: menstrual disorder, abdominal pain lower and abdominal distension". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.